Manufacturer narrative:
Awaiting return and evaluation of the device. Type of device: ipf, stimulator, muscle, powered, 890.5858; gzi, stimulator, neuromuscular, external functional, 882.5810.

Event description:
The patient received burns in the lower back are during an electrotherapy treatment using carbon electrodes. The clinician treated the patient using the interferential waveform (IFU). The output intensity applied to the patient was estimated to be at 38ma, modulated at 80 to 150 hz. The treatment time for the patient under this prescribed treatment was for 20 minutes. The patient completed the 20 minute treatment with no issues or noted discomfort. No unusual characteristics were noted in the area of the treatment. The following day the patient notified the clinic, informing them of the burn(s). The patient reported having one first degree burn and one second degree burn in the treatment area of the electrodes. Both burns were approximated to be about 1/4" in diameter. The patient did not require any post treatment medical care for the resultant injury.